Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red72 reperfusion catheter (red72), a non-penumbra balloon guide catheter, and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully completed a pass using the red72. While retracting the red72, the physician fractured the red72 within the balloon guide catheter. The physician then removed the balloon guide catheter containing the distal length of the red72. It was reported that the physician experienced resistance while using the red72 within the balloon guide catheter. The procedure was successfully ended at this point. It was reported that the clot was aspirated during the pass prior to the damage to the red72, and no residual or distal clot was left. There was no report of an adverse effect to the patient.